Manufacturer narrative:
No blank display anomalies noted during testing. Device passed displacement test, sleep current measurement and active current measurement. Pump error 63 alarmed during self test due to broken trace at pin on keypad assembly. Unable to verify audio or absence of alarm due to pump error 63. No battery cap received with device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display screen. The customer also stated that, the display did not return after pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.